Event description:
It was reported that the device's power button will not always shut off the device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. There was a near empty alarm in event history log. Reported problem was unable to be duplicated during occlusion test. Tested the power and stop buttons also multiple times also and they worked with no problem. The root cause of the reported issue was unable to be determined. It is assumed that when the pump says near empty the customer is not hitting the silence button before trying to turn off pump or stop. The customer need to hit the silence button first after near empty message appears before hitting any other buttons on the keypad. Actions were taken to mitigate the reported issue: replaced keypad as a preventative measure.